Event description:
Reportedly, a previous case file: (B)(4) , has been raised as a technical question related to potential damages following radiotherapy sessions. The device has been explanted since and a device expertise is requested in order to assess a potential abnormal behavior.

Event description:
Reportedly, the physician requested an analysis on a pacemaker explanted from a patient that underwent radiotherapy sessions in order to know a potential abnormal behavior related to the radiotherapy sessions.